Manufacturer narrative:
A2- age at time of event: 18 years or older.

Event description:
It was reported that the balloon ruptured occurred. The 99% stenosed target lesion was located in the mildly tortuous and moderately calcified superficial femoral artery. A 7.0mmx20mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during the first inflation at 10 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. No patient complications were reported, and the patient was in good condition after the procedure.